Manufacturer narrative:
Patient age at the time of event: (B)(6). (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent move on balloon occurred. The patient presented with congenital tracheal stenosis. The target lesion was located in a tracheal vessel. A 6.0mmx18mmx150cm express¿ vascular sd stent was advanced to treat the lesion. However, upon advancing the device into the guiding, the physician noticed displacement of the stent on the balloon. The device was then removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.